Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. The device case was opened and the battery was removed and forwarded for detailed testing. Under telemetry testing, there was a slight battery drop. The battery was then removed, attached to a hybrid to an external power and the current drain measured normal. Results found non-depleted functional cell with no battery-related abnormality determined and analysis showed no component anomaly. The root cause of the clinical observations could not be confirmed.

Event description:
It was reported that this pacemaker was found to be in safety mode. According to this patient, the patient had undergone an MRI scan some weeks ago and was not sure if they had programmed this device to MRI protection mode. This device was recommended to be replaced. The patient was referred to (B)(6) for the revision procedure. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. According to this patient, the patient had undergone an MRI scan some weeks ago and was not sure if they had programmed this device to MRI protection mode. This device was recommended to be replaced. The patient was referred to (B)(6) for the revision procedure. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. According to this patient, the patient had undergone an MRI scan some weeks ago and was not sure if they had programmed this device to MRI protection mode. This device was recommended to be replaced. The patient was referred to (B)(6) for the revision procedure. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This product was not returned for analysis. Should this product be received in the future, an updated report will be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.